Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery spatula (pcs) instrument was analyzed and found to have a broken ceramic sleeve. Broken pieces are missing as a result of breakage. Ceramic sleeve does not exhibit scratch marks. The complaint regarding a bent tip was confirmed by failure analysis. The probable root cause of a broken ceramic sleeve is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments.

Event description:
It was reported that during central processing, the tip of the permanent cautery spatula (pcs) instrument was bent. There was no report of patient involvement or patient injury.